Event description:
Boston scientific received information that this left ventricular (lv) lead had pacing issues and was dislodged. Additional information obtained from the field representative indicated that the dislodgement was confirmed through a fluoroscopy. The lv lead was explanted. No additional adverse patient effects were reported.